Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the vacuum pressure was low, causing inadequate aspiration in the wash block. Waste was then found in the vacuum line. The fse replaced the waste reservoir, which had cracks in the connectors, and cleaned the tubing, waste probe, and connection. The fse tested the acid and base volume dispense and ran quality controls, all of which were within range. The cause of the discordant ca 19.9, br, cea, estradiol, insulin, vb12, c peptide, afp, and folate results was a malfunction of the waste reservoir, which had enabled waste to enter the vacuum line, lowering the vacuum pressure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant cancer antigen 19.9 (ca 19.9), cancer antigen 27.29 (br), carcinoembryonic antigen (cea), estradiol, insulin, vitamin b12 (vb12), c peptide, alpha fetoprotein (afp), and folate results were obtained on patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The samples were rerun and the corrected results were reported to the physician(s) for results where the clinical significance was changed by the rerun result. It is unknown if the samples were rerun on the same instrument or an alternate instrument. There are no known reports of patient intervention or adverse health consequences due to the discordant ca 19.9, br, cea, estradiol, insulin, vb12, c peptide, afp, and folate results.